Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level. Customer¿s blood glucose level was 25 mmol/l. Customer¿s current blood glucose level was 14.2 mmol/l. Customer was treated with bolus for high blood glucose level. Insulin pump was on auto mode during incidence. The insulin pump will not be returned for analysis.